Event description:
It was reported that prior to a robotic laparoscopic ureteral reimplantation procedure, it was noticed that the arm cart assembly (a ca) triggered a non-recoverable error. Afterwards, the system was restarted, the error recovered, and the arm was used in the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly (sn: (B)(6)) evaluation of the device data logs indicate that the arm experienced an occurrence of a failure of the potentiometer redundancy check on robotic arm _joint 2, with each occurrence resulting in the arm being placed in a hard stop state. Logs also show an occurrence of the error code 'arm cart assembly communication timeout or failure'. Further evaluation of the reported arm cart assembly (B)(6) is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.